Event description:
During a transjugular intrahepatic portosystemic shunt (tips) procedure, the viatorr device partially deployed in the parenchyma/portal vein junction and the deployment line broke. The partially deployed device was removed from the pt. Angiography of the liver and an echo of the jugular vein were performed to check for injury to the pt, and none was detected.

Manufacturer narrative:
Method: device history record review. Imaging (case films) eval. Results: device eval: with the info given, it is difficult to determine at what point the deployment line broke. The physician's remarks stated that the deployment line had "usual tension" and the deployment seemed to be normal. Because there was tension in the deployment line after deployment, it is likely the deployment line did not break at the time of partial deployment. The physician did not realize it was a partial deployment until he tried to remove the catheter. The physician noted the device was stuck in the parenchyma and "after exploring some options" realized the deployment line was broken. With the info provided, it is indeterminable as to how the deployment line broke. Investigation of the returned device found no irregularities that would indicate why the device only partially deployed. Device history record review: a review of the mfg records verified that the lot was processed normally and all pre-release specifications were met. Imaging (case films) eval: a review of the case images show a partially deployed viatorr device with the bare metal portion deployed and the majority of the eptfe covered portion constrained within the introducer sheath. The device "backset", a short eptfe covered portion near the distal end of the device meant to aid in proper positioning, is also visible outside of the sheath. These conditions all represent normal aspects of the first stages of the viatorr device deployment procedure, and there is no device abnormalities or defects visible. However, it is unclear if the images were captured prior to or after the attempted completion of deployment. Furthermore, as the deployment is made of eptfe, it would most likely not be visible under fluoroscopy in the case of a break during deployment. In summary, the images provided do not allow for any conclusions to be drawn with regard to the reported event.